Event description:
The event is reported as: customer complaint reported: surgeon was carrying out a radical nephrectomy when the balloon came partly detached from the rim where it is glued or stuck on, which means all the water runs out and the ports comes out completely from where it was positioned together with the camera just over 1 hr of being placed in pt. A new port was used. No pt injury reported.

Manufacturer narrative:
Device history record (DHR) review could not be conducted since the lot number was provided. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.